Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for prophylactic screening. It was noted that the left ventricular lead exhibited externalized conductors. All the electrical measurements were in range and no anomalies were noted. No intervention was performed. The patient would continue to be followed.